Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/27/97. On 5/1/97 after iabp for about 96 hrs, the iab leaked. The contact stated that there was no complications from the event. The pt was made a d.n.r. And went on to expire. Event complications: unk - rpt'd 5/5/97; none - rpt'd 6/4/97. Pt current status: expired - rpt'd 6/4/97.